Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump's display blinked about four times and then went blank. It was reported that when the patient attempted to the pump on again, the display screen had multi-colored lines across the screen. The pump reportedly then began beeping and vibrating and then powered off. The reporter stated that the patient was not able to get the pump to power on again, even with trying new batteries in the pump. The reporter denied trauma or moisture exposure to the pump. It was reported that two weeks prior to this alleged malfunction, the patient's endocrinologist noted that the display was dim and had the contrast increased at that time. There was no reported adverse event associated with this complaint. This complaint is being reported because the allegation of loss of power to the pump remained unresolved.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the display screen was found to be blank. The pump was found to power up with vibratory and audible tones. The display was replaced and the pump was booted up. The pump was exercised for 24 hours with no alarms or power interruptions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.